Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced symptoms of dyspnea, dizziness, chest tightness/pressure, general discomfort and feeling it "pulse at times." It was also reported that the lead exhibited high impedance and potential noise. The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing non-specific symptoms of atrial fibrillation. It was reported that the right atrial (ra) lead exhibited a polarity switch. The lead remains in use. No further patient complications have been reported as a result of this event.